Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the nc trek coronary dilatation catheters, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a 99% stenosis in the proximal right coronary artery with moderate tortuosity and heavy calcification. Resistance was not felt during advancement of the 4.0 x 12 mm nc traveler rx balloon dilatation catheter and it crossed successfully. The balloon ruptured during the first inflation at 9 atmospheres. It was stated that air was pulled from the device while it was inside the anatomy. A replacement balloon dilatation catheter was used to dilate the lesion. The procedure was successfully completed after a xience alpine stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.